Event description:
It was reported that a user experienced difficulty attaching the inset 23-inch infusion set connector to the ilet during a supply change and elected to revert to previous therapy after frustration despite receiving education and a how-to video. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and a decision to discontinue use temporarily. Investigation included remote troubleshooting and education by customer support. Investigation of this case revealed user difficulty with device setup and connection technique; no device alarms were reported and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to product use and handling.